Event description:
The customer received low blood glucose readings of 22 and 23 mg/dl using his contour meter and a reading of 142 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab evaluated the returned reagent and found it to read e2, e11 and "lo". Results were satisfactory using retention reagent.